Manufacturer narrative:
(B)(4). Batch # unk. The lot history records were reviewed and the manufacturing criteria were met prior to the release of this lot.

Event description:
It was reported that the surgeon used the mcs20 to take a vein graft from a patient's leg in a coronary artery bypass grafting (CABG) procedure. It looked great in the beginning but the clips cannot be formed during the fifth with continued use of the device. The surgeon used suture to fix the damage. There were no adverse consequences for the patient reported. The device was discarded.